Event description:
It was reported that during a call with technical services (ts). The patient with this pacemaker system mentioned having a medical procedure in the past, in which magnet placement was not performed and the patient felt as if the device inhibited pacing on one beat. Ts advised for future procedures to either place a magnet over the device or contact a field representative to perform programming enhancements prior to the procedure. No additional adverse patient effects were reported. This device remains in service.